Event description:
Philips received a complaint by product investigation lab (pi) on the v60 indicating while performing additional testing on a return flow sensor assembly, it was observed that there was an error code 1203 low leak alarm. It was reported there was no patient involvement at the time the issue was discovered. The removed flow sensor assembly was returned to the product investigation lab (pi). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the flow sensor assembly revealed no evidence of damage or contamination. Pil tech verified a faulty air flow sensor during further testing. The cause of the error 1203 and low leak alarm during stb operation was due to a faulty airflow sensor which will be captured under another complaint. Pil could conclude that u1 of air flow sensor pca installed into flow sensor assembly is faulty.

Manufacturer narrative:
E1:(B)(6).